Manufacturer narrative:
The customer¿s report of leaking at the y-site was confirmed. Visual inspection of the set's 3 y-sites including the use of magnification did not reveal any cracks or damages to the subassemblies or the pistons. Functional testing confirmed leaking from the proximal y-site. The y-site subassembly was disassembled for inspection revealing a molding flash on the piston. The root cause of the leak was a molding flash on the piston which prevented the piston from being flush with the subassembly.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an unspecified IV was leaking at the top of the first needless y-site port. The leak was observed when the anesthesiologist started to push propofol. There was no report of patient harm.